Event description:
Our affiliate is reporting that a pt had a knee procedure with the use of rigidfix cross pins for fixation on an undetermined date. At some time subsequent to this surgery the pt re-injured the same knee, this re-injury of the acl was inflicted by outside activities totally unrelated to the original surgery and the fixation device. However, at the 2nd surgery, (B)(6) 2008, it was noted that a portion of one of the rigidfix cross pins had broken away and migrated into the pt's joint space. The pt was not affected by this loose fragment. The newly damaged acl was yet again repaired, the pin fragment was removed from the body, and this procedure was concluded successfully without further incident or harm to the pt. Although it is reported that there is no pt consequence, if this was to recur, it is possible that pt injury could potentially...

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. The evaluation's conclusions will be the subject of the follow-up report.